Event description:
Customer's mother reported that the customer had a blood glucose level of 430mg/dl. No additional information is provided.

Manufacturer narrative:
Two opened and used sensor were inspected and a bicarbonate buffer test was performed. One of the two sensors failed due to high readings and the remaining sensor passed per specification with accurate readings. Two cannulas were found bent. It could not be confirmed that the customer received the sensors with bent cannulas as they were returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.